Event description:
It was reported that a 31-year-old caucasian female patient underwent an unspecified breast implantation procedure with an unspecified mentor saline breast implant and experienced capsular contracture baker grade iii on the left side post-operatively. The patient also reportedly experienced pain, migraines, headaches, lymphadenopathy, heart palpations, tinnitus, breast implant illness, unspecified symptoms of sickness, fatigue, low energy, cognitive issues, brain fog, insomnia, sleep issues, depression, anxiety, inflammation. Unspecified symptoms of fibromyalgia, hormone issues, low libido, rashes, skin itching, allergies, chronic nasal drainage, muscle weakness, joint weakness, hair loss, dry skin, a decline of vision, weight issues, throat clearing, and cough. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 31, 2022, additional information was received indicating the devices are saline mentor smooth round moderate profile 325cc breast implants, lot number 263871. The date of explantation was identified as (B)(6) 2022. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 31, 2022, additional information was received indicating the patient also experienced spinal stenosis. Manufacturer¿s reference number: (B)(4).